Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was in comm loss with the cns and rns. The error light was lit on the org when this happened. This has happened a few times now. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was in comm loss with the cns and rns. The error light was lit on the org when this happened. This has happened a few times and when they initialized the org, it would temporarily resolve the issue for a few months. The last time they initialized the org, it only worked for a day or so. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the org: cns: model #: pu-681ra serial #: (B)(6) device manufacturer data: 03/13/2020 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Zm transmitters: model #: zm-531pa serial #: (B)(6) device manufacturer data: 12/03/2018, 08/31/2023, 08/28/2023, 08/30/2023, 04/22/2025, 06/13/2025 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na.